Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty (pta), there was withdrawal difficulties through a sheath with a powerflex pro pta catheter. After the device was removed, it was noticed that the balloon was not fully deflated; saline/contrast mix still in the top of the balloon and could not be removed through the sheath, there were no kinks/bends noted. There was no patient injury reported. The target lesion for the procedure is unknown. The device was not used for a chronic total occlusion (cto) lesion. The balloon was prepped according to instructions for use (IFU). There was no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU. There was no resistance/friction while inserting the balloon through the sheath and there was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend. The sheath used on the procedure was a non-cordis device. The device was intact when removed from the patient. The product was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿pta/ptca system withdrawal difficulty - through guide/sheath¿ and ¿balloon deflation difficulty - partial or slow¿ could not be confirmed as the device was not returned for analysis. The exact cause of the deflation difficulty and withdrawal difficulty could not be determined. Based on the limited information available for review, procedural/handling factors of the device or concomitant devices may have contributed to the deflation difficulty reported and the subsequent withdrawal difficulty experienced. According to the instructions for use, which is not intended as a mitigation, ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit. If strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), there was withdrawal difficulties through a sheath with a powerflex pro balloon catheter (lot number unknown). There was no patient injury reported. The target lesion for the procedure is unknown. The device was not used for a chronic total occlusion (cto) lesion. The balloon was prepped according to instructions for use (IFU). There was no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU. There was no resistance/friction while inserting the balloon through the sheath and there was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend. After the device was removed, it was noticed that the balloon was not fully deflated; saline/contrast mix still in the top of the balloon and could not be removed through the sheath, there were no kinks/bends noted. The sheath used on the procedure was a non-cordis device. The device was intact when removed from the patient. The product will be returned for analysis.